Event description:
A liss plate implanted on the left femur, was noted as bent post operatively. All hardware was removed and replaced.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.